Manufacturer narrative:
Visual analysis was performed on the returned stent; the delivery system was reportedly discarded. The stent was confirmed to be dislodged and had incurred extensive damage; one end was narrowed while the other end was stretched and mangled with bent struts. The stent damage is likely due to the inability to cross and/or snaring / retrieval of the dislodged stent. Additional dimensional measurements and functional testing for both the inability to cross and dislodgement were unable to be performed due to the condition of the returned device. Receipt of the complete device may have further aided in the investigation. A review of the lot history record (lhr) confirmed that there were no non-conformances that occurred related to this, indicating that the devices from this lot conform to their predetermined specifications. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported advancement difficulty and stent dislodgement appear to be related to circumstances of the procedure and or vessel morphology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be filed with additional relevant information.

Event description:
On (B)(6) 2017, during a percutaneous coronary intervention (pci) procedure to implant a 4.0x30mm cobra pzf stent in left circumflex (lcx), pre-dilatation with a 2.5x15mm apex balloon was performed. Then, during advancement of the cobra pzf stent delivery system to the lcx lesion, it was unable to cross, reportedly due to vessel tortuosity and the stent dislodged in the patient. The whole dislodged stent was successfully retrieved using a gooseneck microsnare microcatheter. A 4.0x28mm drug-eluting stent (des) was then successfully implanted. There were no adverse patient sequelae.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Revised per below: as there was no report of any device malfunction, the device was not requested for return. A review of the device lot history record indicates that the device from this lot met its predetermined specifications and requirements. A review of the patient hospitalization report ((B)(6) 2018) by celonova medical affairs confirmed that the cobra stent implanted in mid lad was patent. Additionally, there was no device malfunction, and the investigator determined that the mi is not related to the index procedure or the implanted cobra study device. The sponsor agrees with this assessment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
H2 correction: b3 event date corrected.

Event description:
Na.